Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported failure to achieve hemostasis could not be determined. A conclusive cause for the patient affects could not be determined. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a prostar xl device after an impella procedure. Reportedly, after the prostar xl achieved hemostasis, a little bit of blood showing ineffective hemostasis, very light reflow. A compressive bandage was placed and operators were satisfied with the results. Twenty-four hours post-op, the patient showed anemia without clinical symptoms. The computerized axial tomography (tac) showed retroperitoneal hematoma. No treatment was required. It was reported that the physician is trained in the use of the prostar xl device and established in the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.